Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states he is feels well and does not require medical attention. The customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 07/14/2016 and were first opened 01/01/2015. Reviewed meter memory: 1:235mg/dl (B)(6) 2015 02:30:00 pm fasting:yes. Customers concern: 235mg/dl on (B)(6) 2015 customer states when he was given meter, strips,and solution the products had already been opened by the clinic that gave them to him. Customer received these products in january and was advised to not use these strips as they are expired. Meter only retains 2 results one blood and one control.